Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide tube was broken. In addition, the following reportable malfunctions were identified during the device evaluation: residual fluid or foreign material came out of the forceps channel and the eyepiece was sticky. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the insertion section coating peeled off on the rhino¿laryngofiberscope. The issue was identified during set up / inspection for use (before patient in room). There were no reports of patient harm.